Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately shut down. Complainant indicated that the device powered back on after the fourth attempt and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.